Event description:
As reported: "patient presented to dr. With pain post-operatively. Dr. Assessed that the stem has subsided 5 mm into the femur." An accolade 2 stem and biolox delta v40 head were revised. It is unknown at this point if there are allegations against the revised head. Update: no allegations against the revised head. Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.